Manufacturer narrative:
(B)(4): unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.

Event description:
A journal article: failure of proximal femoral locking compression plate: a case series: orthop trauma. Volume 25, number 2 february 2011 reported: case#2: pt presented three weeks post op right hip orif, right hip basicervical femoral neck fracture, with increasing right hip pain. An x-ray showed loss of fixation with varus collapse and loosening around the barrel of the side plate. Hardware was removed and pt revised to lcp proximal femur plate. Pt had begun rehab and post op day eight pt complained of increased pain in the right groin. X-rays showed loss of fixation proximately with varus angulation of femoral neck at the fracture site. Hardware was removed and pt revised to total hip arthroplasty. Two of six reports.